Event description:
During an in clinic follow up, the device was unable to be interrogated using rf telemetry. Interrogation via inductive telemetry was successful. Technical support was contacted and recommended a software download to restore rf telemetry. The physician decided to continue with only inductive telemetry. The patient was stable.